Event description:
The user facility reports after zero balancing the catheter was placed. The monitoring started. After a while the icp value changed from "404" to "8888" to "1748" to "1" to "e08". Then it was impossible to continue monitoring. No pt injury was reported. User requesting comments. The ventrix monitor was checked at the qa department located in the distributor facility but there was no defect on it. It was determined that the catheter required evaluation to determine if it had malfunctioned.